Event description:
It was reported that a patient was starting to get paralyzed, and had numbness in his hands and legs. It was stated that the symptoms started a year ago. It was stated that the patient¿s stimulator, which was implanted in 2002, ¿never did work right¿, and stimulation would be in his chest and not the intended area. It was stated that the device hadn¿t worked since the year it was put in. It was noted that the patient was scheduled for an MRI of the spine and stated ¿they seemed to be worried about his implant¿. It was noted that the patient had considered a morphine pump but the patient stated that his spine was scarred from radio patent dye from prior myelograms and was unable to support a pump implant. The patient stated that he took daily oral morphine for his pain.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# l98838, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Manufacturer narrative:
Correction: based on further review, the manufacturing site was changed from (B)(4).